Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient remotely. Review of the remote transmissions revealed the right atrial (ra) lead exhibited oversensing due to noise that inappropriately triggered automatic mode switch (ams). The patient was brought to the clinic and was noted to be pacing below 40 beats per minute and could not tolerate it; the patient has a history of atrial fibrillation. The lead was reprogrammed. The patient was in stable condition and would continue to be monitored.